Event description:
It was reported that there was a possible problem with an implantable neurostimulator (ins) and there was an early replacement indicator (eri) message. It was noted that the ¿machine was messing up¿ and when the patient went to power up about a week ago, he received an icon of a doctor and the letters eri. The reporter stated that the patient had the device for about 10 years, it had been really great but it was acting up. It was reported that the patient turned the stimulation off when he saw the eri message, it had been ¿really hard¿ and he had become really dependent on the device. It was noted that the patient had only had one problem since he had it and it was ¿years ago.¿ it was reported that the patient first saw the eri message two weeks prior and when he saw the message he turned the device off. It was noted that the patient carried the patient programmer around with him and only had to ¿power up ¿ every couple of weeks, so everything was good, and the patient had been told that the battery was supposed to last 7 years and he had been ¿doing this for 10 years.¿ the reporter stated that the patient would be ¿cruising around¿ and it would turn on by itself. It was reported that the device turned on by itself and the electricity started shooting down his legs by itself. It was noted that this had been going on since the patient turned stimulation off, so it had been going on for the past two weeks since the patient saw the eri message.

Manufacturer narrative:
Concomitant products: product ID 377745, lot# j0555083v, implanted: (B)(6) 2005, product type lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2005, product type recharger; product ID 377745, lot# j0555083v, implanted: (B)(6) 2005, product type lead. (B)(4).